Event description:
Customer reports back to back blood sugars of 225 mg/dl, 129 mg/dl, 64 mg/dl and 59 mg/dl within 10 minutes on his compact plus system. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement sent.